Event description:
A supplemental report is being submitted due to cancellation of the report. An additional complaint, (B)(4), was opened to capture distal needle break observed during lab evaluation of pr (B)(4) (this complaint). Confirmation received from engineering on 27-feb-2023 that the distal needle break is unrelated to the needle remained blocked on the thread of the endoscope and will be separate failure modes. This complaint was re-assessed as no longer meeting FDA MDR reporting requirements. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Overall risk assessed as category low. No reporting malfunction precedence exists for this complaint event for this product family. Low risk of failure mode indicates no potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
PMA/510(k) #: k210476. Device evaluation: 1 x echo-hd-3-20-c of lot number c1957794 was returned to cirl. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 03 nov 2022. The returned device lab findings and observations can be referred through the attached files. Mlla examined and observed to be off centre. Needle removed from device and observed to be broken approx. 86cm from hub of needle. Document review including IFU review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1957794. The notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Root cause review: a definitive root cause for the customer complaint could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to excessive force used and the device being over-torqued on attempted removal from the scope which resulted in the needle becoming blocked on the thread as indicated by additional information which stated that the endoscope was used in a slightly flexed/twisted position. This would have resulted in the difficulty experienced detaching the mlla which was found to be off-centre. As per engineering input, there was a significant distance between the needle break observed and the mlla issue which are separate failure modes. Summary: complaint is confirmed based on customer testimony and verification in the lab. According to the initial reporter, the patient did experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
"As per cc form": introduction of the needle into the working channel without difficulty. 1st puncture. Impossible to remove the needle from the working channel of the endoscope. By forcing after several attempts, the gastroenterologist succeeded in removing the needle. The patient therefore had only one puncture. During an endoscopic puncture, the needle remained blocked on the thread of the endoscope. The incident is repetitive. Clinical consequences and current state of the patient or person involved: need to withdraw the endoscope with the needle twice to collect the samples. Sting hazard for professionals, risk injury to the patient and risk material damage. As per context translation: the needle got stuck on the endoscope¿s screw thread while performing an endoscopic puncture. Repeated incidents. Additional information: query #1834704 "current condition of the patient: need to withdraw the endoscope with the needle twice to collect the specimens. Risk of puncture for professionals, risk of injury to the patient and risk of damage to equipment. Actions taken in the healthcare facility for patient management: the medical device is available for analysis. A previous incident has already been declared to ansm (r2224540)." Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. The patient just had 1 puncture whereas usually 2 according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) #: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.